Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized on (B)(6) 2018 due to diabetic ketoacidosis. Customer's blood glucose of over 500 mg/dl. Blood glucose at the time of the call was over 500 mg/dl. The customer was wearing the insulin pump at the time of admission. Nothing will be replaced or returned for analysis.